Manufacturer narrative:
Per tandems t:slim g4 user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was unable to tighten the luer lock connection and insulin leaked from the luer lock. The user's blood glucose (bg) level was 300 mg/dl. The bg level was addressed with a bolus. Reportedly, the user changed the cartridge/infusion set and resumed insulin delivery.